Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed, and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient¿s blood glucose level rose to 270 mg/dl (15 mmol/l) between 37 and 48 hours of wearing the pod. The reporter stated after a bolus and values not decreasing, they removed the pod from their abdomen and found the skin to be red, there was the presence of blood, and a small bump, which left a scar. As treatment, a new pod was applied.